Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34-35 mg/dl. The customer consumed carbohydrates to treat the bg. The cause for the reported bg was not known. The customer continued to use the pump for insulin therapy.